Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a case the button fell out of the handle on the irrigator and the motor continued to run. It was further reported that the motor was stopped by opening the battery case. Further, the battery case had become warm to the touch. It was further reported that a replacement unit was used and the procedure was completed successfully with no harm to the patient or significant delays to the case.